Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. The reporter indicated the lens had excessive vaulting and there was elevated iop. The reporter indicated that on (B)(6) 2014, the patient's last visit - bcva was 20/20, vault was 2 ctand iop was 17mmhg. The lens remains implanted. See MFR. Report # 2023826-2014-00588 for left eye (os).

Manufacturer narrative:
Method: medical review. Results: medical review: review of the file indicates that the lens was not implanted in accordance with the dfu requirements (e. G. Patient age below 21 or over 45 years, acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuch's dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye). Conclusions: based on the complaint history, work order search and medical review, it has been determined to be root cause of off-label use of the device, no clinical data can support the complaint event(s) or the effect(s) on the efficacy and safely of the device. This information has been communicated to the medical advisor of staar surgical and to the surgeon of severe deterioration of patient health. (B)(4). Icl remains implanted.

Manufacturer narrative:
(B)(4). Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens remains implanted.